Manufacturer narrative:
H10: on the basis of information provided by the customer, the remote service engineer (rse) advised caller to perform a complete performance verification testing (pvt) to unit with passing results before returning unit to service. The rse also advised caller that pvt must be performed exactly as specifies in the service guide using the test equipment specified. If unit passes then it is ok to go back into service. If unit does not pass, then troubleshoot as needed. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/07/2020, 04/21/2021 and 09/12/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
It was reported to philips that the device had a low tidal volume alarm. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy.